Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in clinic, non-sustained right ventricular oversensing was observed. The patient did not receive any inappropriate hv therapy from the device. Programming changes were recommended and to enroll the patient to merlin.net to be monitored remotely. No further information available.